Event description:
It was reported that the patient ambicor penile prosthesis (app) would not inflate. The app was removed and replaced with a new one. No further complications reported and the new device is fully functioning. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.